Manufacturer narrative:
H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and crack in the main body was observed. The reported condition was verified. The cause of the condition could not be determined; however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted for suspected lots h22a11033 and h21f04079 and there were no deviations found related to this condition during the manufacture of these lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two (2) cracks on the main body of a minicap transfer set. This was observed before use of the device for peritoneal dialysis therapy; the device was connected to a patient. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 (lot #): the device was one of the two suspect lot numbers: h22a11033 or h21f04079. Should additional relevant information become available, a supplemental report will be submitted.